Manufacturer narrative:
Onsite field representative confirmed with the surgeon that the reported event was caused by movement of the patient's head during procedure. No allegation of deficiency was reported. No parts were replaced or returned and no further issues were reported.

Event description:
A medtronic representative reported that while in a cranial resection procedure, and after registering the patient, the surgeon felt that the patient's head was moved in mayfield. Navigation was aborted due to the head movement. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.